Manufacturer narrative:
Initial

Event description:
It was reported that an ilet pump broke in half overnight and became nonfunctional, and a replacement was arranged with return instructions provided; the user wears a dexcom g7 and had backup therapy available, and the device problem involved a failure related to bonding affecting the display assembly. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a component failure, aligned with a loss or failure to bond at the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.